Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Vessel and aneurysm morphology at the time of the event is unknown. Vessel morphology at the time of the event was moderate tortuosity and mild calcification. It was reported that the CT demonstrated that the patient has a distal type I endoleak in the left iliac artery. There was disease progression resulting in iliac artery dilation. The physician coiled down to the left external iliac artery with two amplatz stents. The physician elected to extend the left iliac artery to the left external with an aneurx extension cuff and the distal type I endoleak was resolved. No additional clinical sequelae were reported and the patient is fine.